Event description:
It was reported patient underwent primary knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to an ongoing infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Manufacturer narrative:
Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Prior revisions for this patient were reported under manufacturer reference MDR numbers 1825034-2010-00296/00298, 1825034-2011-00127 & 1825034-2012-00501.

Event description:
It was reported that patient with a history of revision surgeries due to infection underwent revision knee arthroplasty on (B)(6) 2012. An additional revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to ongoing infection.